Manufacturer narrative:
F/u report will be filed when the investigaiton is complete. (B)(4).

Event description:
Customer reported that a printed report has two different pt names. There was no reported pt injury associated with this report.